Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The patient observed that delivery stopped with 20 ml of fluid remaining in the device. The device was filled with a 96 ml solution consisting of 84.5 ml of fluorouracil and 11.5 ml of 0.9% saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 20 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white drug precipitate throughout the inside of the delivery tubing. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.